Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) was selected to be used. The laac procedure commenced as normal, probe was dropped for measurements, morphology was noted, transeptal (tsp) puncture spot recommended. Once it came time to prep the device, all prep steps were taken including breaking the seal of the device, and everything was functioning normally. There was nothing unusual observed with the device, and the core wire did not appear to be unscrewed in any way. Upon inserting the device into the delivery sheath, it deployed nearly instantly into the appendage and broke away from the core wire with no counterclockwise torque applied to the core knob by the physician. It was noted that there may have been a slight unscrewing of the device rather than loosening of the tuohy, but it was not noted during prep or insert. The release from the core wire seemed to be a spontaneous detachment that they suspected to be attributed to a manufacturing issue. The physician was not able to assess position, anchor, size and seal (pass) criteria fully, but noted that the closure device was seated in an acceptable position, compression range was adequate and there appeared to be no noticeable peri-device leaks upon intra-procedural tee. A transthoracic echocardiogram (tte) was completed the next morning to assess location of the device prior to discharge. The closure device remained in the same secure spot and the patient was discharged home.